Manufacturer narrative:
Pump received with damaged retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit powered on properly upon battery installation. Unable to perform displacement due to damaged retainer ring. Unit was successfully downloaded using thump. Adapt reveals that pump error 63 (file number (B)(4) line number 147) was alarmed on (B)(6) 2024 23:25:49.000. Per software engineer log it was determined that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: cracked reservoir tube lip, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, cracked keypad overlay, and pillowing keypad overlay. Pump error 63 alarms confirmed in pump download history. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 : hardware low-level failure. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that customer reported receiving a pump error. The customer was able to clear the error, rewind and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.